Event description:
It was reported that the air dermatome is skipping while taking a graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that no problem was found. The unit was in calibration and met specs.